Event description:
According to the reporter, during the procedure, the device was not firing correctly. There was no patient harm.

Manufacturer narrative:
The device problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.